Event description:
Complainant alleged that during a routine shift check by a clinician the paddles did not discharge the energy. Complainant indicated that there was no pt involvement in the reported malfunction.